Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that her infusion device is beeping and "77" is displayed on the screen. She stated that the power pack had been in use for about 2 months. She stated that she had been receiving power packs but she was not aware of the recall. The pt was educated on the power pack recall and she was advised that the issue had been corrected. The pt was able to insert a new power pack into her infusion device and it functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.